Manufacturer narrative:
Updated data: h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned in its original packaging, inside its original jar filled with clear solution. The serial number tag ((B)(6)) was returned with the valve. The valve was discolored showing evidence of blood contact. The valve was received compressed with the outflow and inflow aspects displaying an elliptical appearance. Remnants of coagulated blood were noted on the frame and valve. As received, leaflet 1 (l1) and leaflet 2 (l2) appeared partially open while leaflet 3 (l3) was in a closed position. All leaflets were flexible and intact with evidence creases. Remnants of coagulated blood were noted on all commissures. Commissures appeared intact. All sutures appeared intact. The valve was submerged in a warm (approximately 37 celsius) saline bath; frame expanded to full dilation. There was no evidence of damage to the frame such as bends or kinks. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use. The frame paddles were seated w ithin the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a warm (approximately 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed to the waist and point of no recapture; no anomalies were noted. A complete deployment of the valve was performed. No anomalies were noted during the deployment simulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation of a transcatheter aortic valve, the valve was loaded and fluoroscopy revealed an infold to the second node. The aortic valve leaflets were heavily calcified, and two circular calcifications were present at the annular level on the non-coronary and right cusp sides. Pre-dilatation was performed with a 22mm non-medtronic balloon. During the first attempt at valve deployment, improper commissural alignment was noted, with two dots at the right side of the screen and one at the left, although the valve frame was properly opened. The valve was recaptured and the system was retrieved into the descending aorta to correct the alignment. During the second attempt at deployment, infolding was noted. The system was recaptured and retrieved from the patient. A new valve was loaded on a new delivery system and successfully implanted.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012399256); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre-implant balloon dilation was performed prior to the valve implantation. The valve was deployed just prior to the point of no recapture in the cusp overlap view, and commissure misalignment was noted identified by 2 transcatheter aortic valve (tav) markers on the right side of the image. While in a cusp overlap view, commissure alignment is indicated by visualizing: 1 tav marker isolated on the right side of image; in a cusp overlap view this position corresponds with alignment to the native left/right commissure. There is evidence that the valve was recaptured and during the subsequent deployment attempt an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. The infolded valve was not released, and a new valve was prepped. Fluoroscopic valve load inspection of the new valve confirmed a good load. The new valve was deployed just prior to the point of recapture with adequate commissure alignment (1 tav marker isolated to the right side of the image) and a depth of approximately 2-3 mm on the non-coronary cusp in the cusp overlap view. Depth on the left coronary cusp (lcc) was approximately 10 mm in the lao view. As stated in the device instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. Given the lcc depth, a recapture was warranted; however, the valve was released, and final angiogram revealed a final deep position but no evidence of significant aortic regurgitation/paravalvular leak. The patient¿s executive summary was not provided for anatomical review. Updated: d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the aortic valve leaflet calcification contributed to the valve infold.

Manufacturer narrative:
Updated data: b5 d9 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.